Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke off. The patient noted the ins was dead and needs to be charged before the patient can meet with a manufacturer's representative (rep). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Analysis confirmed the initial allegation of the desktop charger having broken connector pins. If information is provided in the future, a supplemental report will be issued.